Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient who had a 475cc mentor memorygel breast implant (left) and a mentor memorygel breast implant (right) experienced several unexplained systemic symptoms post procedure. Saline breast implants were removed and replaced with silicone implants on (B)(6) 2014. Six weeks later the patient began having swelling problems, gained weight around the stomach, had a vitamin d deficiency, brain fog, felt ill in an unspecified manner continuously, had joint and muscle pain and tested positive for ana. The patient has been experiencing these symptoms for the past five years. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This was reported to the FDA by the patient under mw5088465. See 1645337-2019-19070. For contralateral prosthesis report.

Manufacturer narrative:
The manufactured date was updated based on the results of the manufacturer's record evaluation. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).